Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that non-sustained lead noise episodes were observed via egms. Further review indicated ventricular undersensing resulting in bi-ventricular pacing. Programming changes were made. The patient was doing okay.